Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during follow-up on (B)(6) 2019, the rv lead was found to be dislodged, which was confirmed by x-ray. The lead was explanted and replaced with a different model. No further adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported during follow-up on (B)(6) 2019, the right ventricle (rv) lead was found to be dislodged, which was confirmed by x-ray. The lead was explanted and replaced with a different model. No further adverse patient effects were reported. The device is expected to be returned for analysis.